Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient received a ¿brief sensor issue¿ alert. After a couple of minutes, the sensor began displaying cgm readings of around 60 and sometimes 80 mg/dl, which led the patient to believe the sensor was functioning properly. The patient began experiencing frequent urination, increased thirst, and feeling unwell that day, but besides drinking water, nothing was done to address the symptoms. The patient continued to be symptomatic, and on (B)(6) 2026 the patient also started to experience vomiting. A fingerstick was taken, and the cgm reading was 60 mg/dl, and the blood glucose reading was over 400 mg/dl. The patient expressed concern about developing diabetic ketoacidosis and stated that he needed to go to the hospital and planned to do so immediately after the call. He did not take any medication or consume any food or drinks and removed the sensor. No further information was obtained. Multiple attempts to contact the patient for the outcome of the event, were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.